Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07727. It was reported the pt reported overstimulation throughout her body while the scs system was in use, and while recharging the system. The sjm rep met with the pt for reprogramming, and it was reported the overstimulation was resolved with the system in use while in the physician's office. At next appointment the pt reported the issue was present whether the stimulation was on or off. X-rays revealed a lead was fractured. The physician explanted the scs system due to the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.